Event description:
The healthcare facility was conducting a product trail to implement the statlock securement device. On a follow-up visit by the statlock safety consultant of venetec, it was reported to her that a statlock universal plus product was used on a nephrostomy drain which had been pulled out during the night. The nurse who took care of the patient reported that the catheter pulled out when the patient was being turned, but the statlock was still in place. The patient was slight and the turn was not difficult.